Event description:
It was reported that in preparation for patient transfer from the hospital, the patient was placed on the ventilator with the "same" settings as the hospital ventilator. Shortly after, the patient stated they were not getting enough air. When the ventilator was placed in standby mode and restarted, flow appeared to increase to the patient. The transport was completed with manual ventilation. The patient status was reported as ok. During transport, the battery duration period was shortened. When the battery was removed for replacement, the device stopped delivering ventilation. When the replacement battery was installed, ventilation resumed. The patient circuit "popped off" from the connector port during transport and required reconnection.